Event description:
A caller reported that the pump battery would not charge, and there was no power source alert received. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl indicating there was no adverse impact. The caller tried various solutions such as different wall outlets, wall adapters, and charging cables without success. Customer technical support (cts) decided to replace the pump. As a backup, the customer used multiple daily injections to ensure insulin delivery was not interrupted. Cts instructed the caller to allow the pump¿s battery to deplete fully before returning it and provided a prepaid label for return within 10 days, which the caller understood and acknowledged.